Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient wore the pod for longer than 48 hours. Symptoms reported include hyperglycemia. The patient was treated with IV fluids, IV insulin, and subcutaneous insulin. The patient states they stayed in the hospital for approximately 1 month. The pod was removed by the customer at home before being admitted into hospital. Additionally the patient has pericardial effusion.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.